Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on and engage in monitoring within approximately 7 seconds; however, the unit unexpectedly rebooted or powered off/on during testing. It was found that a damaged ac connector created an intermittent connection to the ac power supply. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported, "the unit initially was in use when it suddenly stopped reading. No error message was displayed." No known impact or consequence to patient.